Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) and se 2367 (end therapy) found on the home choice device during drain. The baxter technical representative (tsr) reviewed the alarm log and found se 2240. The tsr explained the alarm and had the caregiver (cg) cycle power off and on and the alarms cleared. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). During follow up with the home patient (hp), the hp did cause the alarm by disconnecting to rush to the washroom and then came back to reconnect in an effort to make the machine stop alarming. This report of a system error 2240 was confirmed. The cause was determined to be use error, patient disconnected during therapy. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.